Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected alarms noted during testing. The insulin pump passed displacement test and rewind test. The motor was tested outside of the insulin pump and passed. The insulin pump was unable to confirm alarm in alarm history screen due to overwritten history file. The insulin pump alarmed motor error and prime during basic occlusion test due to loose/flush drive support disk noted. The insulin pump had moisture damage on motor assembly noted. The insulin pump was missing end cap sticker, cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 190 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated the insulin pump has been dropped in the past. It was also unknown if the customer could complete the rewind sequence on their insulin pump as a compromised force sensor system alarm occurred. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.